Event description:
On (B)(6) 2010 I had transobturator type (hemostatic matrix kit sold by ethicon lot#: 225103 and two other number on the implant sheet (B)(4) for stress urinary incontinence. Within a few months I knew something was wrong because of the different type of pain I was dealing with from my waist down. These are just a few issues I have been dealing with since the implant: pain, discomfort to put it mildly, more severe incontinence, painful sexual intercourse to where even my legs would cramp up and feet would curl under. After several times I stop having sex because of the severe pain: lower back pain, abdominal and pelvic pain, gastrointestinal pain, bladder and bowel incontinence, lost over fifty pounds because of nausea from all the pain. Having to take pain pills on a daily basis in order to just take the edge off the pain. It is almost like being in labor for over five years and my body is so worn down to where I don't feel I can last much longer. Shortly after the implant I had to walk with a staff for my balance and so I would focus on keeping my posture as good as possible. I knew I needed to get back in a heated pool and walk and run on the treadmill in order to help this body. However, even jogging in water would cause my legs and feet to cramp up to where I knew I could no longer jog in water. I recently asked to start water therapy once again but in the last three weeks I have only been physically able to go once. They told me I have to be there at least twice a week and I just can't manage so I will have to step away at least until after my surgery. I have always been a strong person and pushed through many challenges in my life but this one has me almost beat. I am in the process of getting my medical info to a doctor that will do a total mesh removal so this body will have a chance to heal. Since I have had this procedure my white blood cell count stays elevated. I have been in the hosp several times with very little help. I recently was sent to a hematologist because of my wbc and he stated that continues physical stress from the sling could cause my white blood count to stay elevated. Therefore, in order for my body to be able to heal the sling needs to be removed. Hopefully, within the next month or two, I will be seeing a specialist that is several states away. This trip is overwhelming because just thinking of me leaving my home to go even a few miles is a challenge, not just because of the pain but also in case I can't locate a bathroom in time. Please this is not something women are just making up. This is a living hell that no human being should have to go through. People used to look at me as someone that was so strong because of all the challenges I have overcome. I was even one that selected to give birth of my daughter at home, so I know how to deal with pain and at least after nine months and several hours of labor I had a beautiful daughter. This pain that has felt a lot like labor has been going on for over five years. I have told people that I am not suicidal, but I don't want to remain in this body any longer if nothing can be done. I have been told by a few doctors here in (B)(6) that nothing can be done, so I almost gave up hope so now I agree that nothing can be done here in (B)(6). However, after talking to my neurosurgeon and two other doctors they all told me not to give up and do what needs to be done to get to a specialist even if that doctor is across the country. At least there are still a few great doctors that are true human beings. I used to work for thirteen doctors many years ago so it really sucks being on this side and where it feels like I have been talking to a brick wall most of the last five years. I know for my own well being I have to be very pro-active. Sorry if I am getting off track but it is hard to write about his through all the tears.